Manufacturer narrative:
Unable to perform the displacement test and the p-cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, and pillowing keypad overlay. (B)(4).

Event description:
Customer reported via phone call that insulin pump had broken top of reservoir lip ring when customer was putting reservoir. Customer¿s blood glucose was unknown. Customer was able to lock reservoir in place when inserted into the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.